Event description:
During a coronary drug eluting stenting treatment procedure, a stent was found that was out of specification. The left anterior descending (lad) artery was predilated with a 2.5x20mm maverick balloon. The maverick balloon "fit perfectly between two diagonal (dx) vessels." The physician inserted a taxus express2 3.0x20mm drug eluting stent into the lad and found it "was too long going into one of the dx vessels." The physician felt the taxus stent was longer than 20mm. He rewired down the dx and inflated the stent through the struts to deploy it. No patient complications were reported. Patient status is satisfactory.